Event description:
It was reported that the asymptomatic patient presented in clinic for scheduled device upgrade procedure. During operation, an external pacing support was used due to the patient being pacer dependent. Electrocautery was used and the pulse generator exhibited loss of output and backup vvi operation. The device was explanted and replaced successfully. The patient was in stable condition prior, during, and post operation.

Manufacturer narrative:
The damage found was sustained during procedure. The device was otherwise normal.